Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was observed at an unspecified location of six (6) exactamix vented micro-volume inlets. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: six devices were received for evaluation. Visual inspection of the returned samples showed a fiber foreign substance on the white connectors. The reported condition was verified in all devices the cause of the condition could not be determined; however, the issue was likely due to contamination inherent in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.